Event description:
White clamp on post-op port does not close.manufacturer response for orthopat, (brand not provided) (per site reporter)======================took down description of problem, issued a rga# sent call tag to send in item for qa.